Event description:
It was reported that the temp sensing foley consistently read a temperature higher than the patient's actual temperature. Health professionals took temperatures rectal and orally that were lower than what the temp-sensing foley read.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter with molex connector. Visual inspection of the sample noted no obvious visible defects. A temperature reading continuity check was conducted. The multimeter reading varied between 0.2 ohms and 0.3 ohms, peaking once at 0.6 ohms. According to the test method, this is out of specification (2.0-3.0 ohms). Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿insufficient seal.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not aspirate urine through drainage funnel wall. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. ¿ as with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temp sensing foley consistently read a temperature higher than the patient's actual temperature. Health professionals took temperatures rectally and orally that were lower than what the temp-sensing foley read.